Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial pacing lead exhibited undersensing a few days post implant. High pacing threshold measurements were also observed. An invasive procedure was performed and it was determined this lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.